Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-11837.

Event description:
It was reported the customer experienced a low blood glucose event that required the paramedics to be called. The customer stated their blood glucose declined to 38 mg/dl, but their sensor never alerted them of their low. Date of the customer's hypoglycemic event was on (B)(6) 2015. Customer was treated with an IV for their blood glucose. The customer also reported their threshold suspend feature was not triggered because their sensor glucose reading was 70 mg/dl. The customer also reported erratic readings with their sensor. Customer stated their sensor glucose would be 112 mg/dl and their blood glucose would be 63 mg/dl. No additional information provided.